Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
A dissection and slow flow event occurred following use of the diamondback orbital atherectomy device in the left anterior descending artery via right radial access. Electrocardiogram (EKG) changes were also noted. The lesion was stented as planned, which resolved the dissection, but the slow flow event continued. Nitroglycerin and adenosine were administered with resolution of EKG changes and chest discomfort. The lesion was subsequently post dilated. The patient was discharged home the following day.